Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 163mg/dl at the time of incident. The customer reported that customer reported that they lost their pump in the hospital. The customer treated high blood glucose with manual injections. Blood glucose value when admitted to hospital was over 500mg/dl. The customer was not wearing the pump at time of hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted for information regarding the hospitalization. The customer stated that the reason for the hospitalization was the flu. The customer stated that she still has a sore throat. The reason for her call to the helpline was to report that she lost her pump.